Manufacturer narrative:
Additional part used: 9700 probe. Catalog: 0570-0309. Sn: (B)(4). Device evaluation summary: suspect device was not returned to verathon for evaluation. The malfunction cannot be verified. If the device is returned, a supplemental report will be sent.

Event description:
The customer reported that this unit is not reliable in screening for aaa's. No patient involvement reported.